Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.

Event description:
A customer contacted baxter's technical service center to request assistance with repriming with the homechoice (hc) machine. Per the initial report, the home patient (hp) stated that she had to reprime her patient line and had a little bit of overflow. The hp wanted to know if she needs to start over with new supplies. The technical service representative (tsr) explained overflow to the hp. Hc primed and hp was ready for therapy. Product surveillance contacted the patient on (B)(6) 2010. According to the patient she did not notice any damage on the cassette used during this event. The patient stated she discarded the cassette. The patient was able to resume therapy with a new cassette with no further difficulties. The lot number is not available. There was no patient injury or medical intervention associated with this event.